Event description:
It was reported by repair work order that the cot would not support weight when taking the cot out of the ambulance. It was alleged that an employee hurt their back during the alleged failure. Further injury information was not provided. The technician tested the cot and could not duplicate the alleged complaint. The cot was supporting weight per specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.